Event description:
Customer reported that the t: slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Despite various attempts, including using different charging cables and wall adapters, the issue was not resolved. Consequently, the customer was instructed by technical support to allow the pump¿s battery to fully deplete before returning it and was sent a replacement pump. Additionally, shipping details were confirmed, and the customer was advised on the steps to take with the new pump upon arrival.